Event description:
It was reported that during npwt with a pico device, it suddenly stopped working and all the lights automatically turned on when inserting the batteries. The device switches off only when the batteries are removed. Treatment was completed with a back-up device. No information about any delay or patient harm.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported events or determine a root cause. Probable root cause may include connection issues or component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.